Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. The customer's address is unknown. Unknown, (B)(6) has been used as a default. Investigation summary: a device history record review was completed by our quality engineer team for provided material number and lot number. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. There are quality controls currently in place to detect this type of defect during the production process. Further action has not been determined necessary at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported bd conventional syringe had a separation of the syringe and the mating component. The following information was provided by the initial reporter: "spontaneous patient reported was mixing and the syringe popped off when inserting the second syringe with 50ml."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. The customer's address is unknown. Unknown, (B)(6) has been used as a default. Investigation summary: a device history record review was completed by our quality engineer team for provided material number and lot number. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. There are quality controls currently in place to detect this type of defect during the production process. Further action has not been determined necessary at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported bd conventional syringe had a separation of the syringe and the mating component. The following information was provided by the initial reporter: "spontaneous patient reported was mixing and the syringe popped off when inserting the second syring with 50ml."